Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and confirmed that the helium cylinder replacement alarm persisted following cylinder replacement. A functional testing was performed using a patient simulator and catheter for approximately 10 hours. Additional checks were completed in service mode. All testing, system pressure remained stable with no evidence of leakage. The helium tank was also calibrated. All results met factory specifications. No pressure abnormalities, leaks, or helium consumption issues were identified. No components were replaced during this visit. After prolonged testing, including multiple reservoir refill cycles, service mode evaluations, and helium tank calibration, no internal leaks, alarm system failures, or technical malfunctions were detected. The unit remained stable, within normal operating parameters, and helium consumption was consistent with expected performance. Based on all findings, the cs300 iabp is functioning within specifications and has been cleared for clinical use.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6(health effect ¿ impact codes), h11.

Event description:
It was reported by the customer that during the evaluation and technical testing period, the cs300 intra-aortic balloon pump(iabp) equipment indicated that the cylinder needed to be replaced. There was no patient involved.

Manufacturer narrative:
Other contact site phone and email: (B)(6). Due to characterization limit e1: initial reporter: (B)(6). Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump(iabp) equipment indicated that the cylinder needed to be replaced. There was no patient harm or injury reported.